Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Per chemistry study (B)(4), the ir spectrum of the unknown clear particulate showed similar absorption characteristics when comparing to polyester like material.

Manufacturer narrative:
Received one single flothru dpt-vamp flex kit with IV set and pressure tubing. One black material was observed inside the connection between the female luer of three-way stopcock of the vamp unit and male luer of the zero-stopcock. The particulate did not move during five minutes of continuous flushing. The particulate was mostly clear with a black stripe and triangle shape. Particulate was removed from the kit and sent to chemistry for further analysis. Supplemental will be submitted pending chemistry and device history report.

Event description:
It was reported that an unknown black particulate about 2mm in size was observed on the vamp flex reservoir stopcock during priming before use. It appears that the particulate was embedded in the stopcock. There were no patient complications reported.